Manufacturer narrative:
Additional mdrs associates with this article: 3025141-2019-00012: case 1.

Event description:
After implantation of an acutrak screw, there was non union of the fracture with vascular proximal pole assessed. Revision surgery was performed with non vascularized bone grafting and acutrak screw four months after original surgery. From: comparison of headless screws used in the treatment of proximal nonunion of scaphoid bone. Arel gereli, ufuk nalbantoglu, ismail ugur sener, baris kocaoglu, metin turkmen. International orthopaedics (sicot). (2011) 35: 1031-1035.